Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was over 200 mg/dl. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.